Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for feeling cold and hypoglycemia, with a blood glucose reading of 2.4 mmol/l. The customer stated that prior to the event, the customer had fallen into water because of hypoglycemia. The customer's perceived cause of event was due to stress and not the insulin pump. Nothing further was reported.